Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. It's root cause was determined to be a leak at the reservoir o ring. Qualification records were reviewed, and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer reported the following high blood glucose readings: 344 mg/dl, 364 mg/dl, 390 mg/dl. The device was retuned and an investigation found evidence of a leak at the reservoir o ring.